Event description:
The hcp reported the patient complained of an increase in pain. X-ray observation showed the patient's catheter to be kinked/occluded at the lumbar site. The hcp surgically repaired the patient's catheter. The patient recovered without sequela. The drug contained in the patient's pump was fentanyl (1000 mcg/ml) and bupivacaine (25.0 mg/ml) delivered at 0.275 mg/day.